Event description:
Alliance registry. It was reported that the patient experienced a myocardial infarction. The patient presented with complaints of fatigue and decreased oxygen saturation and was diagnosed with st-segment elevation myocardial infarction (stemi). A 2.00 x 30 mm agent dcb was used to complete percutaneous coronary intervention (pci) of the left circumflex (lcx) and the patient was discharged 10 days later. 3 months later, the patient presented with no subjective symptoms, but a blood sample revealed an increased white blood cell (wbc) count. Electrocardiogram and echocardiogram showed few findings of suspecting new ischemic changes. Blood testing also showed positive tni and elevated ckmb level, so the patient was diagnosed with nstemi, and cardiac catheterization was performed. Angiography revealed that the lcx area previously treated with the agent dcb was occluded. A 2.00 x 18 mm non-boston scientific stent was placed and the procedure was completed.